Manufacturer narrative:
A ge service rep performed an on site investigation. The table power supply and the foot switch were replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9800 system foot switch would not work and the table would not move. No pt injury was reported.